Event description:
The user facility reported that their eagle 3000 sterilizer alarmed and aborted a cycle. An employee opened the chamber door causing water to pour out of the unit. The employee obtained a burn on their legs and feet. Medical treatment was sought and administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that there was a blockage was in the piping. The blockage prevented the water in the chamber from properly draining resulting in the reported event. The unit was installed in 1989 making it approximately 33 years old at the time of the event. The technician cleared the blockage and re-assembled the piping, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.